Manufacturer narrative:
At the time of follow-up, the user reported improvement in the condition of the insertion site and stated that symptoms were resolving. The event was related to sensor insertion and was not related to diabetes, glucose measurements, or system performance. No sensor removal was required. The user was advised to follow up with their healthcare provider and continue to monitor the site as recommended.

Event description:
On (B)(6) 2026, the user reported concerns related to delayed healing at the sensor insertion site. The user stated that while at the emergency room for work-related duties, they requested evaluation of the insertion site due to prolonged healing and concern for possible infection. The evaluating emergency room provider determined that the site was not infected but noted a possible hematoma and advised continued monitoring. No prescription medication was provided, and the user was instructed to keep the area clean and wrapped.